Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h4: the lot was manufactured between august 18, 2023 ¿ august 21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred before patient use. The device contained 2000 mg fluorouracil in 75ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.